Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.

Event description:
It was reported that the catheter was successfully placed into a (B)(6) male patient's right jugular vein on (B)(6) 2011. The patient (B)(6). Since last week, they noticed a crack in the arterial extension line. The nurse stated they do not use iron clamp to connect or disconnect, there have been no nurse changes, and they do not use alcohol or acetone. Additional information received on (B)(6) 2012 states that it is believed they dialyzed on one extension before exchanging the lumens with the repair kit. There was no delay in treatment, no patient death, and no complications were reported.